Manufacturer narrative:
(B)(4). The sample is not being returned for evaluation.

Event description:
It was reported that the balloon ruptured. The clinical manager states they are not sure this balloon was in the patient when it ruptured.